Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remotely accessed the station and verified that no drawer errors (no yellow state) were present. Performed testing using the tester application and confirmed drawers 1 and 2 opened fully with no issues. Determined that the problem was related to lack of access for cycle count rather than a system fault. Advised the user to coordinate with pharmacy for medication restocking or cycle count completion. The system functioned as intended after the technical support specialist (tss) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to retrieve medication (01 12 - 000420 - enoxaparin 30mg/0.3ml) for patient (B)(6); however, drawer 01 does not open. The user reported heard a sound when attempted to open the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.